Event description:
Can't work/disabled [inability to work]. Had a head injury [head injury]. Subjected to falling all the time [falling]. Keloids arthritis [arthritis]. Knee pain [knee pain]. Taking the injection 4 times a year, when the medication should only to be taken 2 times a year with no reported adverse event [intentional misuse in dosing frequency]. Case narrative: initial information was received on 15-apr-2024 regarding a solicited valid serious case received from a patient service representative, in the scope of patient support program "psp_saus.tjo.012". Study title: (B)(4) patient connection. This case is linked with case (B)(4) (multiple device suspect used for the same patient). This case involves 68 years old female patient who could not work/disabled, had a head injury, subjected to falling all the time, keloids arthritis, knee pain and while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Patient was taking the injection 4 times a year, when the medication should only to be taken 2 times a year with no adverse event reported directly linked to this intentional product misuse. The patient's past medical treatment(s), vaccination(s), concomitant medication and family history were not provided. It is unknown if the patient had any medical history, concomitant disease or risk factor. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection (strength: 16mg/2ml, with an unknown dose, frequency, route and indication) (2 injections every 6 months). It was reported that patient was taking the injection 4 times a year, when the medication should only to be taken 2 times a year (intentional product misuse) (unknown onset date and latency). She also reported keloids arthritis, knee pain (arthralgia) and had a head injury (unknown onset date and latency for all events). The patient was disabled and could not work (impaired work ability). She was subjected to falling all the time (fall) (unknown onset date and latency) (unknown batch number and expiry date for all events). It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Information on batch number and expiry date was requested. Action taken: not applicable for the events fall, arthritis, arthralgia, head injury and impaired work ability. It was not reported if the patient received a corrective treatment for the events fall, arthritis, arthralgia, head injury and impaired work ability. At time of reporting, the outcome was unknown for the events fall, arthritis, arthralgia, head injury and impaired work ability. Reporter causality: not reported for all events. Company causality: not reportable for all events. Seriousness criteria: disability for impaired work ability. A product technical complaint was initiated on 15-apr-2024 for synvisc (batch number; expiry date: unknown) with global ptc number: (B)(4). Based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. (B)(4) continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class had been updated to ii. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process as per rid-qu-sop-0040594. (B)(4) will continue to monitor adverse events and perform trend analysis on a periodic basis as per rid-qusop-0000641 to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on 29-apr-2024 with summarized conclusion as no assessment possible. Additional information was received on 29-apr-2024 from the quality department. Global ptc number with ptc results added. Text amended accordingly. Based on the information previously received, the final summary conclusion was added in the ptc results. Text amended accordingly.

Event description:
Can't work/disabled [inability to work] had a head injury [head injury] subjected to falling all the time [falling] keloids arthritis [arthritis] knee pain [knee pain] taking the injection 4 times a year, when the medication should only to be taken 2 times a year with no reported adverse event [intentional misuse in dosing frequency] case narrative: initial information was received on 15-apr-2024 regarding a solicited valid serious case received from a patient service representative, in the scope of patient support program "psp_saus.tjo.012". Study title: sanofi patient connection. This case is linked with case (B)(4) (multiple device suspect used for the same patient). This case involves 68 years old female patient who could not work/disabled, had a head injury, subjected to falling all the time, keloids arthritis, knee pain and while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Patient was taking the injection 4 times a year, when the medication should only to be taken 2 times a year with no adverse event reported directly linked to this intentional product misuse. The patient's past medical treatment(s), vaccination(s), concomitant medication and family history were not provided. It is unknown if the patient had any medical history, concomitant disease or risk factor. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection (strength: 16mg/2ml, with an unknown dose, frequency, route and indication) (2 injections every 6 months). It was reported that patient was taking the injection 4 times a year, when the medication should only to be taken 2 times a year (intentional product misuse) (unknown onset date and latency). She also reported keloids arthritis, knee pain (arthralgia) and had a head injury (unknown onset date and latency for all events). The patient was disabled and could not work (impaired work ability). She was subjected to falling all the time (fall) (unknown onset date and latency) (unknown batch number and expiry date for all events). It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Information on batch number and expiry date was requested. Action taken: not applicable for the events fall, arthritis, arthralgia, head injury and impaired work ability. It was not reported if the patient received a corrective treatment for the events fall, arthritis, arthralgia, head injury and impaired work ability. At time of reporting, the outcome was unknown for the events fall, arthritis, arthralgia, head injury and impaired work ability. Reporter causality: not reported for all events. Company causality: not reportable for all events. Seriousness criteria: disability for impaired work ability. A product technical complaint was initiated on 15-apr-2024 for synvisc (batch number; expiry date: unknown) with global ptc number: (B)(4). Based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class had been updated to ii. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process as per rid-qu-sop-0040594. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis as per rid-qusop-0000641 to determine if a CAPA (corrective action and preventive action) was required. Final investigation was completed on 29-apr-2024. Additional information was received on 29-apr-2024 from the quality department. Global ptc number with ptc results added. Text amended accordingly.

Event description:
Can't work/disabled [inability to work] had a head injury [head injury] subjected to falling all the time [falling] keloids arthritis [arthritis] knee pain [knee pain] taking the injection 4 times a year, when the medication should only to be taken 2 times a year with no reported adverse event [intentional misuse in dosing frequency] case narrative: initial information was received on 15-apr-2024 regarding a solicited valid serious case received from a patient service representative, in the scope of patient support program "psp_saus.tjo.012". Study title: sanofi patient connection. This case is linked with case (B)(6) (multiple device suspect used for the same patient). This case involves 68 years old female patient who could not work/disabled, had a head injury, subjected to falling all the time, keloids arthritis, knee pain and while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Patient was taking the injection 4 times a year, when the medication should only to be taken 2 times a year with no adverse event reported directly linked to this intentional product misuse. The patient's past medical treatment(s), vaccination(s), concomitant medication and family history were not provided. It is unknown if the patient had any medical history, concomitant disease or risk factor. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection (strength: 16mg/2ml, with an unknown dose, frequency, route and indication) (2 injections every 6 months). It was reported that patient was taking the injection 4 times a year, when the medication should only to be taken 2 times a year (intentional product misuse) (unknown onset date and latency). She also reported keloids arthritis, knee pain (arthralgia) and had a head injury (unknown onset date and latency for all events). The patient was disabled and could not work (impaired work ability). She was subjected to falling all the time (fall) (unknown onset date and latency) (unknown batch number and expiry date for all events). It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Information on batch number and expiry date was requested. Action taken: not applicable for the events fall, arthritis, arthralgia, head injury and impaired work ability. It was not reported if the patient received a corrective treatment for the events fall, arthritis, arthralgia, head injury and impaired work ability. At time of reporting, the outcome was unknown for the events fall, arthritis, arthralgia, head injury and impaired work ability. Reporter causality: not reported for all events company causality: not reportable for all events seriousness criteria: disability for impaired work ability.